Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006: patient presented with following pre-op diagnoses: degenerative spondylosis, l5-s1, with degenerative disease. For which, patient underwent following procedures: right- sided posterolateral fusion, l5-s1, using a mixture of autograft and allograft. Transpedicular pedicle screw fixation of l5-s1 using minimally invasive instrumentation system. Left- sided hemilaminectomy, complete facetectomy at l5-s1 with complete discectomy and interbody fusion from a transforaminal route at l5-s1, using cage, rhbmp-2 sponge, and a mixture of autograft and allograft as well as decompression of nerve roots. Use of intraoperative microscope for microdissection. As per op notes, surgeon was able to fit a 10 mm sizer then packed a small piece of rhbmp-2 sponge into the disk space and then packed autograft and allograft into the disk space and then placed a 10 mm x 25 mm cage packed with rhbmp-2 wrapped around autograft bone. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.